Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the biopsy inlet piece accessory. Based on the result, we concluded that it was caused, due to the inadequate/insufficient reprocessing at the facility on the biopsy inlet piece. In addition, our technician confirmed, that the angle wire fluid damage, the insertion flexible tube attaching nut corroded, the suction cylinder control body deformed, the operation channel (primary) leak, and the light guide cable leak. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.